Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Functional evaluation of the submitted sigma hp fbt keel punch impactor with a retained hp fbt keel punch could not replicate the reported mating issue. Although a surgical environment could not be created for testing purposes, the punch impactor mated and disassembled from the keel punch with no restrictions or difficulties. The investigation could not draw any conclusions about the root cause of the complainant's assembly problems; however, the instruments exhibit evidence of normal use and serving which could be a contributing factor. No evidence was found indicating product error was a contributing factor and no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The keel punch impctor does not engage in the keel punch properly.